Event description:
A customer reported issues with their pump, including a missing charging port cover, a scratched screen, and a button that was difficult to activate. Additionally, the battery life was shorter than usual. There was no reported impact to the customer¿s blood glucose level. The customer decided to wait for a new pump rather than follow up or transfer the issue, and no further outcome details were provided.